Manufacturer narrative:
The device was not returned for investigation and no malfunctions or issues with the device were reported. This adverse event was collected as part of a clinical study. Pleural effusion and hemorrhage are known potential adverse events from cryoablation procedures and are documented as such in the product IFU and user manual. The patient was treated for the pleural effusion and the issue was resolved.

Event description:
On (B)(6) 2012, a percutaneous right lung cryoablation was performed using two ice edge needles. Imaging done prior to a subsequent procedure on (B)(6) 2012 showed a large pleural hemorrhage/effusion. A chest tube was placed in order to drain the effusion, and approximately 1850 cc of hemorrhagic fluid was removed. The tube was left in place for 24 hours and then removed. Imaging done (B)(6) 2012, showed near complete resolution of the previously visualized right pleural effusion.